Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's heart rate was low and the implantable pulse generator (ipg) needed to be checked. The patient's family was referred to a physician. The ipg remains in use. No further patient complications have been reported as a result of this event.